Event description:
It has been reported to philips that the foot switch failed. There was no reported patient or user harm. Due to the lack of information, we are conservatively reporting this event. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) communicated with customer and confirmed that there was trigger failure. Upon remote testing the remote service engineer (rse) confirmed that the malfunction was with hand switch and suggested for replacement of that part. The customer ordered and replaced hand switch on their own. After replacement of hand switch, system was returned to use in good working order. The codes were updated based on the investigation outcome.